Event description:
Dental putty was being used to create a custom bite block for rad oncology simulation treatment. After several attempts were made to remove the bite block, it came loose, but also removed three of the patient's dental caps.